Event description:
The customer reported that the system displayed a communication error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The wire harness for ps1 was replaced and adjusted. The system was tested and found to be working as intended and put back into service.